Event description:
It was reported the patient was found at home unconscious with low flow alarms. The patient had been seen 30 minutes prior and was reportedly fine. Emergency medical services were called. The patient was in pulseless electrical activity (pea) arrest and brought to the emergency department where he was found to be markedly hypotensive and hypoxic. Initial venous blood gas (vbg) with ph of 6.8, lactate 10, international normalized ratio (inr) 2.2, and hemoglobin of 6.2 was noted despite trauma resuscitation. Transesophageal echocardiography (tee) showed a fully decompressed left ventricle with visible outflow cannula. The right ventricle was markedly distended with severe systolic dysfunction. The patient received sodium bicarbonate and was rapidly escalated on norepinephrine, vasopressin, and epinephrine. Despite maximum pressors and transfusions/intravenous fluids, the patient's mean arterial pressure was still in the 30s-40s. Given an extremely poor prognosis, the decision was made to shut off the patient's left ventricular assist device (lvad). Log files were sent for analysis and captured low flow events on (B)(6) 2024 starting at 6:00:58. The flow continued on a downward trend and reached 0.5 lpm at 7:54:20. The log files then show the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem codes updated . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the events was likely catastrophic bleed, cardiogenic shock, and pulseless electrical activity (pea) arrest. The right heart failure did not exist before the left ventricular assist device (lvad) implant. However, device related issues did not cause or contribute to the right heart failure. The death was not considered to be device related and the device reportedly operated as expected. The family declined autopsy, and the device was buried with the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file captured low flow events associated with sustained low flow alarms on 20aug2024, the longest of which lasted approximately 2 hours. Pulsatility index (pi) appeared to be elevated during some of the low flow events. Additionally of note, flow appeared to follow a decreasing trend over the last 2 hours of the file. At the end of the file, backup battery not installed alarms became active followed by the disconnection of both power cables resulting in a complete loss of power to the system. This appears consistent with the report of termination of lvad support. No other notable events or alarms were captured, and the pump appeared to be operating as intended prior to the pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, right heart failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 under ¿right heart failure¿ states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.